Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that patient experienced bent cannula infusion set event on (B)(6) 2026. The site of insertion was on leg. The patient blood glucose level was 498 mg/dl and was treated with insulin pump. The infusion set was in use for one day. The patient subsequently went to emergency room and remained for six hours due to high blood glucose. At time of hospitalization patient experienced symptoms including feeling sick, unwell and vomiting. The patient was found positive for ketones. During hospitalization, the patient was treated with intravenous (IV) drip. No further information available.